Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4).

Event description:
It was reported that a patient with this artificial urinary sphincter experienced pain where the pump was positioned. A revision surgery was performed in which the physician removed and replaced the pump, positioning it in a new location. There were no further patient complications.